Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Event description:
Caller indicated relion confirm was giving high results. Customer was feeling shaky and weak, got a reading at 2:16 of 157 and went to get something to eat and collapsed. Security came and took reading, 171 at 2:26. Gave oj and took reading about 10 minutes later, got 164. Customer feels the meter is reading too high because she wouldn't have collapsed unless her bg was much lower. Controls not used. Replacing product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.